Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch # 338d27. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned reload. The analysis found that one sr55 reload was returned unfired with the swing tab in the unlocked position. Also, it was noted that the "doghouse" component of the cartridge was crushed and damaged, making the reload nonfunctionally. No functional test could be performed due to the condition of the reload. A probable cause for the damage in the reloads indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Make sure the cartridge is inside the channel track and the proper loading technique is being used. Please reference the instructions for use for additional information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch number 338d27, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.